Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30338842m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an atrial fibrillation (afib) ablation procedure on (B)(6) 2020 with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient¿s blood pressure average was 120. During the procedure the physician ablated the right inferior pulmonary vein (ripv) bottom and created gapmap. At that moment, the patient¿s blood pressure dropped to 80. Cardiac tamponade was confirmed, for which pericardiocentesis was required to drain an unspecified amount of fluid from the pericardial space. After pericardial drainage, the physician planned to isolate superior vena cava (svc) but it could not be isolated because tamponade reoccurred. Reminder of the procedure was aborted. After drainage, the patient was and was able to talk. Extended hospitalization was required as a result of the adverse event. The patient had fully recovered and was discharged on (B)(6) 2020. Physician¿s opinion regarding the cause of the adverse event was not provided. There was no evidence of steam pop during the ablation. No bwi product malfunctions nor error messages were reported throughout the procedure.